Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: unknown oss anchor plug: catalog#ni, lot#ni; unknown oss tibial body: catalog#ni, lot#ni; unknown oss tibial bearing: catalog#ni, lot#ni; unknown oss tibial bushing: catalog#ni, lot#ni; unknown oss yoke: catalog#ni, lot#ni; unknown oss femoral bushings: catalog#ni, lot#ni; unknown oss distal femoral component: catalog#ni, lot#ni; unknown oss femoral stem: catalog#ni, lot#ni; unknown oss lock pin: catalog#ni, lot#ni g2: literature: day y, thompson ar, andaya vr, smith k, doung yc, gundle kr, hayden jb, tran th, mohler dg, avedian rs, new c, morse lj, fang a, zimel mn, wustrack rl. Survival of proximal tibial endoprostheses using compressive osseointegration: a multi-institution retrospective study. J surg oncol. 2025 aug;132(2):284-293. Doi: 10.1002/jso.70013. Epub 2025 jun 17. Pmid: 40525763. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
On 30-jul-2025, a journal article was retrieved from journal of surgical oncology (2025) that reported a multi-institution retrospective study between 1999 and 2019. The purpose of the study is the cumulative incidence of mechanical failure of the cps implant when used for reconstructions of the proximal tibia for oncologic indications. Secondary aims include types and rates of all cps failures and risk of any unplanned operation related to the implant. The study reviewed 53 patients. All patients underwent resection of a benign- aggressive or malignant primary bone tumor of the proximal tibia, followed by reconstruction using a proximal tibia endoprosthesis anchored to the bone with a cps implant and a hinged, rotating platform total knee replacement. The study population had a mean age of 24 years at time of surgery (16.0, 27.1); (33males/20females). Follow-up visits were conducted at 2 weeks, 6 weeks, and 12 weeks postoperatively until osseointegration was radiographically confirmed with a mean length of follow-up was 7.5 years (range: 1.7¿20.1 years). It was reported that one (1) patient underwent revision surgery due to a broken anchor plug and infection. Five (5) months post-initial implantation, the infection remained uncontrolled and the patient had inadequate bone and ultimately required an amputation. Due diligence is complete as multiple attempts have been made however all available information has been provided.